Event description:
The customer reported that an 840 ventilator had an inoperable display. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the light-emitting diode (led) pcb. Covidien was not authorized to service the device. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing.

Manufacturer narrative:
(B)(4).